Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted. The ps1 power supply voltage was adjusted and the interconnect cable and lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an intermittent communication error during a case. No pt injury was reported.